Event description:
Per the edwards clinical specialist, during a transapical tavr procedure two 26mm sapien valve position were deployed too ventricular in the lvot and an additional 26mm valve was implanted. This was which was successfully placed and the patient was stable throughout the procedure. The procedure was performed with only one cardiovascular surgeon (cvs) and one interventional cardiologist (ic). Summary of the case: once apical access was obtained, the 26 fr ascendra sheath was inserted. A bav was performed with a 20mm x 3cm edwards bavc balloon. The 1st sapien valve was positioned within the annulus in a 50/50 position. With appropriate rapid pacing, the valve was inflated. During deployment, while deflating the balloon the sapien valve moved ventricular and upon assessment, the native valve leaflets were above the entire sapien valve. The valve was secure and the patient remained stable. A 2nd valve was prepped and positioned with approximately 75% overlap of the 1st sapien valve. Once again, during deployment, the 2nd 26mm valve moved ventricular and outflow side of the 2nd valve was overlapping the 1st valve by approximately 90%. The native leaflets were noted to be completely above the 2nd valve. The patient was stable. It was noted that the delivery system was not being supported during valve deployment. A the surgeon was holding only the loader and sheath while the ic would release the delivery system to inflate the balloon. This appears to be the reason behind the ventricular movement of the sapien valves. A 3rd 26mm sapien valve was prepped and deployed with 50% overlap of the 2nd sapien. The surgical technologist supported the delivery system and the cvs held the ascendra delivery system and loader simultaneously. The 3rd valve was deployed with approximately 10% of the distal end of the stent overlapping into stent of the 2nd valve. The result was trace posterior paravalvular leak and no central leak. The patient was discharged to the ICU in stable condition.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference 2012-01735-1: manufacturer report no. 2015691-2012-18877. Per the device instructions for use (IFU), valve malposition requiring intervention is a potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). The exact root cause for the sapien valve malposition post deployment cannot be confirmed; however, per report the delivery system was not being held during valve deployment, as the surgeon was holding only the loader and sheath while the ic released the delivery system to inflate the balloon. In this case, it appears that procedural factors may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.